Event description:
Device 1 of 2: reference MFR report # 1627487-2012-00539. It was reported, the pt was receiving overstimulation from the scs system. This issue allegedly occurred last winter, and since that time, the pt ceased utilizing the system. The pt reportedly has not recharged the ipg for at least six months and is currently unable to establish communication with the device via the programmer or charging system. While the scs system was in use, the pt reported experiencing heating at the ipg site during recharge. The pt's weight has fluctuated since the original implant, and the ipg is now protruding. No further info is available. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction. Correction: 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.